Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: result codes: further investigation revealed additional result codes. Therefore, this field has been updated accordingly. Investigation summary =the complaint device was received at the service center and evaluated. It was reported that the vapr3 generator, request for yearly pm/send back to customer . Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the defective power supply and fan assembly were replaced.the repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as defective power supply.   A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot =a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the vapr3 generator, request for yearly pm/send back to customer. Per service, operational and diagnostic, the reported failure was confirmed. During evaluation, the defective power supply and fan assembly were replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as defective power supply. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via service request that preventive maintenance is been requested for the vapr3 generator ea. No patient consequence and no surgical delay was reported. No additional information was provided.